Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics inc. (Procept) became aware that during the treatment stage of aquablation, after the first pass, the patient went into cardiac arrest. The procedure was aborted immediately, and the rapid response team resuscitated the patient. The patient was then transferred to another hospital, as interventional radiology (ir) was not available. Diagnosis was pulmonary embolism based on ultrasound. The patient was then brought back into the operating room (or) a few days later to fulgurate the prostate. Patient is doing well and has been discharged. The treating surgeon does not attribute the reported event to the hydros robotic system. No malfunction of the hydros robotic system was reported.

Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The hydros robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the hydros robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for hy1000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system's user manual (um), um0401-00-01 rev. C was reviewed. 3. Contraindications do not use the hydros robotic system in patients who do not meet the indication for the system's intended use. 4.2.3 warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: o embolism the hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that the patient coded after the first treatment pass. The procedure was aborted immediately and the patient was resuscitated by the rapid response team. The patient was then transferred to another hospital as ir was not available. Diagnosis was pulmonary embolism based on ultrasound. The patient was then brought back into the or a few days later to fulgurate the prostate. Patient is doing well and has been discharged. The treating surgeon does not attribute the reported event to the hydros robotic system. The hydros robotic system's user manual (um) list embolism as potential risk of aquablation therapy. Based on the information provided, plus a review of the treatment log files, DHR, and um, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.